Manufacturer narrative:
The device was not returned for evaluation. Provided imagery was reviewed and the following were observed: the incident valve (second 20mm) was pushed toward aorta and fully expanded. The incident valve (second 20mm) embolized into aorta. The incident valve (second 20mm) was stent with endograft at descending aorta, which kept leaflets open. Final 23mm valve (third) was deployed within the pre-existing surgical valve. The deployed valve appeared to have waist. The complaint for valve embolization into aorta was confirmed based on provided imagery. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the instructions for use/training materials revealed no deficiencies. As reported, "during rapid ventricular pacing the valve was deployed under fluoro. The live fluoro timed out at the end of the inflation and as they were deflating/turning of the pacemaker. They started fluoro immediately again which showed the valve had embolized aortic. The cause of the embolization could not be determined since the imaging was cut. It was discussed whether the balloon was completely deflated prior to the pacemaker being turned off or if the patient had a pvc at the end of inflation, but no conclusion was determined." Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. In this case, it is possible that the incident valve (second, 20mm) was undersized, because the final successful implanted valve had bigger in size (third, 23mm), and the pre-existing surgical valve was also size 23mm, so the undersized valve could not anchor onto the target site, resulting in thv embolization into the aorta. In additional, the incident valve appeared push toward the aorta during the final deployment per provided imagery, so it was also possible that the loss of pacing capture contributed to the thv embolization. Per training manual, "loss of capture during rapid pacing can cause sudden delivery system movement during deployment", resulting in the thv embolizing into the aorta. As such, available information suggests that procedural factors (undersized valve, loss of pacing capture) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 215691-2023-15779. Investigation is ongoing. H3 other text : not returned.

Event description:
As reported by the field clinical specialist (fcs), post implant of a non-edwards (ew) surgical aortic valve replacement (savr) that was failing due to stenosis, the team planned to implant another non-ew valve, however they attempted multiple times to cross the stenosed savr and were unsuccessful. After those multiple attempts, it was decided to convert to a 20mm edwards sapien 3 ultra. They successfully exchanged the non-ew sheath for a 14fr esheath plus and advanced the 20mm sapien 3 valve into the straight portion of the aorta. As the team was mounting the valve onto the balloon, it was not captured on live fluoro, and when they did the fluoro it was noted that the valve had been advanced too far and was near the tip of the nose code. The team discussed trying to deploy the valve in the abdominal aorta, but due to the valve being over the nose cone they determined that would not be feasible and the best way to attempt to remove the valve was to pull the system as far into the iliac/femoral artery as feasible to see if they would be able to get it successfully removed via the femoral artery access or via cutdown. They carefully pulled the valve against the tip of the esheath and slowly backed the system through the iliac into the external iliac artery. As they neared the proximal aspect femoral artery, the valve was dislodged completely from the tip of the delivery system but remained on the wire. The delivery system was removed and an 8mm peripheral balloon was advanced through the valve. The 8mm balloon was inflated past the valve and used to help keep the valve against the tip of the esheath as they attempted to remove the entire system (esheath/valve/balloon) together again. After multiple attempts they could not get the valve past the proximal femoral artery and the surgeon did not feel it was in a location that it could be removed via cutdown. They removed the 14fr esheath and inserted a 22fr sheath, followed by a 24fr sheath to try to advance over the valve to help with removal. They were able to get the 20mm valve into the 24fr sheath, but as they were removing the system together the valve was readvanced out of the sheath on the wire, and they were no longer able to re-sheath it. Multiple attempts were made to advance the valve higher up in the iliac artery or abdominal aorta to try to deploy it, but the valve would not advance. It was determined they would leave it in the right femoral artery and dilated it with a 8mm peripheral balloon and placed a covered stent at the end of the procedure through it. The team switched access to the left femoral artery and were successfully able to advance a 14fr esheath into position. A new 20mm valve/delivery system were prepped. They successfully advanced the system into a straight portion of the aorta and the valve was mounted into the correct position on the 20mm delivery system. The team could not get the system to track through the savr after multiple attempts. They decided to get a buddy wire from the right common femoral access across the valve and they dilated with a 20mm true balloon. The 20mm valve/delivery system were not completely backed out of the savr during this because they did not want to lose position as it was very challenging for them to get the nosecone advanced to its current position. Post valve dilation with the true balloon, the patient had severe aortic insufficiency (ai) and started to become hemodynamically unstable. The team was able to get the 20mm valve/delivery system across the valve and positioned well. During rapid ventricular pacing the valve was deployed under fluoroscopy. The live fluoroscopy timed out at the end of the inflation and as they were deflating/turning of the pacemaker. They started fluoroscopy immediately again which showed the valve had embolized aortic. The cause of the embolization could not be determined since the imaging was cut. It was discussed whether the balloon was completely deflated prior to the pacemaker being turned off or if the patient had a premature ventricular contractions (pvc) at the end of inflation, but no conclusion was determined. They used the 20mm delivery system to pull the embolized 20mm valve over the arch and into the thoracic aorta. They parked it in the thoracic aorta where instruction was given to not lose wire position. A 26mm balloon was used to post dilate the 20mm valve which appeared to be in a stable position. The physicians requested a 23mm sapien 3 ultra be prepped. A 23mm valve and delivery system were advanced into a straight portion of the aorta. As they were mounting the 23mm valve, the 20mm that was parked in the thoracic aorta started to migration towards the arch. The team decided to move forward with placing the 23mm valve and would intervene on the 20mm post successful implant. As the 23mm valve/delivery system were advanced, the 20mm valve migrated along with the catheter/valve as it was advanced into the ascending aorta. A 23mm was deployed under rapid ventricular pacing successfully. The team used the 23mm balloon on the delivery system to pull the 20mm back over the arch to find a location in the thoracic aorta to secure it. Instructions were given to ensure not to lose wire position. As the delivery system was being removed, the wire was also pulled back leaving nothing across the 20mm valve. As they were attempting to recross the valve with a wire, the valve started to migrate towards the aortic arch. As the valve got to the arch, it flipped so the orientation was backwards. The team worked to get a catheter and wire back across the valve to ensure perfusion through it. Vascular surgery was called to place part of an endograft through it to secure its location and pin the leaflets open. The patient was hemodynamically deteriorating throughout the procedure and cardiopulmonary resuscitation (CPR) was started as soon as the valve was stented open. CPR continued until the team called the patient death.